Manufacturer narrative:
Evaluation summary: a sample was not returned as the shunt has remained in the eye. No data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. (B)(4).

Event description:
A surgeon reported following a glaucoma filtration device implant procedure, the patient experienced hypotony. Suture lysis was performed three times over the following week. The device also touched to the iris. The device remains implanted.